Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) exhibited a faulty over temperature alarm. No patient injury or complications were reported in relation to this event. Additional information was requested but has not yet been received. Should additional relevant details become available the event will be reassessed.

Event description:
Information was received that no patient was involved, and therefore no patient injury occurred as a result of the incident.